Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic colorectal resection, when detaching the intestinal tissue, the staples did not form into b shape perfectly. Another device was used to complete the case. There was no patient injury.